Event description:
It was reported that patient presented with insertable cardiac monitor (icm) that was exhibiting error message. No changes or intervention was reported. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.